Event description:
This lead was explanted due to out of range impedances and oversensing and was replaced with a competitor's lead. There were no adverse pt effects reported. Device return has been requested. If add'l info becomes available, this report will be updated. On (B)(6) 2010 - add'l info was provided to biotronik. "Shock impedance was variable post dft testing".